Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.8-7.3cm from the connector pin. The etfe coating was abraded and the rv conductor was exposed at 7.0-7.1cm from the connector pin. This is consistent with the observation from the field of oversensed noise.

Event description:
It was reported that an alert for oversensing noise was observed. The lead was explanted and replaced. The patient is in good condition.